Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the patient was at the office for a refill the week prior to (B)(6) 2018 and was overdosed. Per the patient, the office called first responders to administer narcan. The pump was then filled with normal saline. The patient was doing well at the time of the report. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient expressed that she wanted the pump explanted. However, it was also noted that surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative on 2018-jun-19. It was reported that the patient had become incoherent during the refill on (B)(6) 2018. The hcp attempted to withdraw the medication from the pump and they only got back 15cc, not 20cc. The emergency medical services was called and the medication in the pump was changed to saline. It was noted the drug in the pump at the time of the event was fentanyl (500 mcg/ml at 59.96 mcg/day). It was also reported that surgical intervention was planned but was not scheduled yet. The issue was considered resolved. The patient's weight was unknown. No further complications were reported.